Event description:
The customer returned the device stating, "during testing the pump had an ec 46221". During device evaluation it was found error code 46221 was identified in event history log, which is a high-priority alarm with the potential to stop the pump if the malfunction were to recur during patient use.

Manufacturer narrative:
One suspected device was received for evaluation. The event history log (ehl) was reviewed. The system fault 46221 was noted in the ehl as stated by the complainant. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed. No anomalies were noted. The customer complaint confirmed. Error code stated software malfunction. Re-installed software. Error code did not return. Performed pvt unit passed all test criteria.